Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the locking system on the motor device was damaged. During service and evaluation, it was observed that the motor device blades were damaged and the motor was blocked. It was also observed that the device had a fluid/oil leak, the handpiece won't turn off (unintended motion), the hose was damage (excluding rupture), had low power, noise and heated up. It was further determined that the device failed the following pre-tests: outer hose inspection, safety, temperature, sound, oil leak and rotations per minute (rpm). It was not reported if the device was used in surgery or if there was patient involvement. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.